Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, the pacemaker did not program the atrial pacing and sensing polarities to bipolar configuration after the confirmation of implantation; this had to be done manually upon the first interrogation. On the contrary, the ventricular pacing and sensing polarities were both automatically set to bipolar configuration after the confirmation of implantation. In the automatic detection of implantation settings, atrial and ventricular pacing polarities were set in bipolar configuration in the box before the implantation.